Manufacturer narrative:
Sample short and abnormal aspiration alarms were observed on the alarm trace data. These alarms suggest possible poor sample quality. The investigation determined the issues identified by the fse were the cause of the event.

Manufacturer narrative:
The field service engineer (fse) found a chip on the dilution bath assembly and replaced it. The reagent lines and waste lines were decontaminated and the sample mechanism was replaced. The fse replaced all the electrodes. Precision test results were good. The customer¿s qc was within the acceptable range.

Event description:
The initial reporter complained of discrepant low results for 4 patient samples tested for sodium (na) or chloride (cl) on a cobas 8000 ise module. Patient 1 initial na result was 128 mmol/l. The repeat was 137 mmol/l. Patient 1 initial cl result was 89 mmol/l. The repeat was 98 mmol/l. Patient 2 initial na result was 130 mmol/l. The repeat was 138 mmol/l. Patient 3 initial na result was 127 mmol/l. The repeat was 138 mmol/l. Patient 4 initial na result was 126 mmol/l. The repeat was 134 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The customer was also having qc and calibration issues, however, qc had been acceptable prior to running the patient samples. The na electrode lot number was f39. The cl electrode lot number was y00. The expiration dates were not provided.